Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration) dose believed to be 1,200 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2015. It was reported there was a small hole the size of a pin at the pump incision that started in (B)(6) 2015. There was "tan seepage" coming out at times. The area around the hole was a maroon color the size of a nickel. The area over the pump is paper thin and the physician had instructed the patient to go to the emergency room immediately if they saw any metal. The physician was titrating the pump down to prepare for an explant in a couple weeks. The patient was having good success with the therapy and did not want the pump explanted. The patient met with a plastic surgeon to discuss trying to close the hole again. The patient's physician gave him 2 weeks to make his decision before the pump had to be removed. Interventions, troubleshooting/diagnostics, medical history, type of baclofen, concentration, dose, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a healthcare provider (hcp) indicating the patient's pertinent medical history included spastic quadriplegic due to cp. The hcp was in the process of weaning the patient off of intrathecal baclofen therapy (itb) in preparation for itb system explant.